Manufacturer narrative:
The buzzer ls1 of the customer returned cpu board had failed due to a cold solder joint which triggered error code 1104. Replacing ls1 resolved the problem.

Event description:
The customer reported the back up alarm failed. No patient involvement reported.

Manufacturer narrative:
Updated.